Event description:
It was reported that the handpiece began to warm up and make a weird noise until it stopped completely. The pt was open for about 1.5 hours until the part was replaced. The surgery was completed and no further consequences were reported with the pt from this event. This device is used for treatment.

Manufacturer narrative:
Review of device history revealed nothing relevant to this event. Investigation has been initiated but not yet completed. A follow up report will be submitted upon conclusion of the investigation.